Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be inserted into the balloon catheter, despite the blue introducer tube inserted all the way through the y-connector. The mapping catheter was then replaced, but the same issue occurred so the balloon catheter was then replaced, but the same issue occurred again. The balloon catheter and mapping catheter were replaced again which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229773142 was returned and analyzed. Visual inspection of the loop segment area showed the loop was kinked/twisted near the electrode 4. Visual inspection of the pebax segment area showed the pebax tubing was kinked/twisted at approximately 4.5 inches from loop distal tip. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of the electrodes showed electrode 4 was bent/crushed. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between electrodes and the other side of the cable showed the ECG electrode 4 to pin 4 was an open circuit. Due to this, the user may have experienced signal noise/lack of signal issue. The rest of the channels were normal. Dissection of the suspected electrode related to the noise revealed the electrode wire was detached from the welding at electrode 4. In conclusion, the mapping catheter failed the returned product inspection due to the bond damage observed at the shaft to the pebax tube fitting, a kink observed at the tip/loop of the pebax tubing, a deformed electrode was observed on the loop of the pebax tubing and a detached electrode wire was observed at the weld. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.